Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report constant check belt alarms. The patient's nurse also reported exposed wires where the belt connects to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms / damaged cable) has been confirmed. Upon evaluation, the wires in the trunk cable were exposed and damaged. The cause of the check belt alarms is the damaged wires. The root cause of the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.